Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, and the display was dark despite the pump being on. A pump reset was performed to resolve the issues. Customer¿s blood glucose level ranged from 270-271 mg/dl. In addition, it was reported that the pump indicated a data log corruption. The customer continued using the pump for insulin therapy.